Event description:
I have been using a minimed insulin pump for many years. I have noticed problems with hypoglycemia after replacing my infusion set multiple times. In (B)(6) 2016, I had a car accident after changing infusion sets and having checked my blood glucose soon after I left from work to drive home and made it to the side of the road near my house-into a road barrier. Police report was created. I went through all the steps to secure my drivers license after a medical emergency. However, my new car was totaled. This created a hazard for me as well as others. Learning now that a recall on medtronic's infusion sets has taken place with a description of what I believe happened to me in this instance makes me wonder how long the infusion sets have been malfunctioning. This is more than newer insulin replacing old insulin making it more "potent" - these are low blood sugars without explanation.